Event description:
It was reported that pump time display had been incorrect and caller did not know why time had changed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, who helped update pump time, and no additional actions were documented.